Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead had "pulled back" and that the patient was reported to be a "twiddler". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.